Event description:
Patient lost to follow up since (B)(6) 2023. (B)(6) 2025 device check revealed rv impedance increased from 400 to 1400. Patient has dementia. Lead was capped. New rv lead implanted with existing pacemaker.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.